Event description:
This rv lead was implanted on (B)(6) 2001 and was capped on (B)(6) 2011 due to coil insulation being damaged with coil near header exposed, approximately a 1 cm section of insulation missing. The physician was dr. (B)(6) at (B)(6) center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).